Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was successfully interrogated with a programmer. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to the emergency room with report of receiving at least two shocks. An attempt was made to interrogate the device with a programmer, however, was unsuccessful. It was noted that the device had a monitoring voltage of 2.54 volts approximately two months ago. Boston scientific technical services (ts) discussed troubleshooting options. An invasive procedure was performed. The device was explanted and replaced. No additional adverse patient effects were reported.